Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to be emitting tones. It was found that shocking impedance on the patient's right ventricular (rv) lead had been gradually increasing and had reached greater than 125 ohms. Boston scientific technical services (ts) discussed programming options. No interventions have been reported. No adverse patient effects were reported. The crt-d and rv lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation result codes and evaluation conclusion code has been updated.

Manufacturer narrative:
At this time, the device has not been returned for evaluation. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
Additional information was received indicating that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion. During the procedure, lead to header connections were checked and no issues were noted. The patient's right ventricular (rv) lead was tested remains in service with the patient's new implanted device. No adverse patient effects were reported.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and a review of the device memory found that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
This device was later returned for analysis.